Manufacturer narrative:
(B)(4). D4: additional device information additional.

Event description:
Subsequent to the initial, supplemental information became available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.